Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. System related product: enveor-us/ lot # 0008080262.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed successfully. While retrieving the nosecone, it came into contact with the distal edge of the valve and dislodged it from the annulus. An angiogram revealed severe paravalvular leak (pvl) due to the new orientation of the valve. A second transcatheter bioprosthetic valve was implanted and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
The most likely cause was due to the dcs nosecone dislodging the valve from the annulus. Potential factors that can influence a pop-out include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, but a root cause could not be established from the information available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.